Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) fiber optic connector was damaged. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Good faith effort attempts have been performed to obtain additional information and/or product return. No response has been provided. The customer has not responded. The complaint will be closed. In the event that new information becomes available, the record will be reopened and updated and a follow-up MDR will be sent. H3 other text : customer denied service.